Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During a catheter procedure, the system turned off and the catheter was removed. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation could not conclusively clarify why the earth leakage breaker (rcd) of the hospital-side power line was activated. The x-ray tube was replaced on site and returned for further examination. During the inspection it was found that the tube was not high voltage resistant in the range of 125kv/542ma, however, this does not explain why the rcd of the hospital's own power supply failed. No malfunction could be detected that is related to the error described in the complaint. The x-ray tube has been exchanged and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.